Event description:
It was reported that a patient presented with a history of heart failure symptoms and was referred for a leadless pacemaker implant. A ventricular leadless was successfully implanted; however, it was noted that the patient's heart failure worsened. It was then decided to undergo another procedure to implant an atrial device and upgrade to a dual chamber system. After successful implantation, the patient's cardiac function improved alleviating its heart failure symptoms. The patient condition was unknown.